Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that stomahesive powder was tried on end-user a few months ago. It is also reported that end-user saw a dermatologist who recommended the application of cordoran tape to skin. The use of stomahesive paste and skin care prep was reviewed, and was advised to use a sting-free product. In addition, the use of a convex pouch and belt was discussed with end-user. End-user was educated in crusting techniques by using nystatin powder. Lastly, the suggestions were agreed by end-user who will notify convatec with any questions, concerns and if condition persists. Medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assessment of the vaseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. A returned sample was not expected for this complaint. No additional information is expected. (B)(4).

Event description:
Info rec'd via a nurse at care center who stated that patient's abdominal skin located under mass and tape near the stoma presented with itching, burning and opened in some areas, which began since surgery in (B)(6) 2013. It is reported that pouch is changed daily or several times per day due to leakage under mass.